Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: based on the information provided, the reported regurgitation that required reintervention could possibly be related to patient anatomy, the presence of pre-existing patient conditions and/or implant position. The procedure was successfully completed with no adverse patient effects reported. (B)(4).

Event description:
Medtronic received information that twenty-one months post implant transthoracic, echocardiogram (tte) revealed severe central and paravalvular aortic regurgitation. A non-medtronic valve was implanted valve in valve resolving the condition. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.